Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was applied but after approx 30 min the pt "tossed" it out. No further info is available.